Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported failure to deploy the suture could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 7f sheath after a coronary intervention. Reportedly, the proglide device did not suture the vessel and the suture was pulled out of the artery with the knot intact. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.